Event description:
A failed lengthening of a right proximal femur jts was reported. As reported: "this boy¿s grower is stuck. Please can we arrange an appointment for us all to see him together to have one last go at lengthening him. If we can¿t get it moving he¿ll need a revision of the whole implant including the osseo-integrated stem...he has been successfully lengthened by 6mm to date but unable to lengthen further. Last successful lengthening was in (B)(6). We aimed to lengthen by 3mm but only managed 2 as motor was very sticky and it has not gone further since this time. There were no issues with previous 2 lengthening¿s of 2mm in (B)(6) 2022."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.